Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the cause of death was reported as congestive heart failure due to atherosclerotic cardiovascular disease.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced enuresis, bowel problems, diarrhea, gross hematuria, urgency of urination, back and abdominal pain, urinary tract infection, burning sensation, frequency, rash on urethra, dysuria, vaginal candidiasis, stabbing pains, itching, cramping, spotting, bladder stone, difficulty with urination, nocturia, stress and urge incontinence. It was also reported that the plaintiff allegedly experienced emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.